Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.

Event description:
A customer reported a "sensor error" message with the adc device and was unable to obtain readings. As a result, the customer experienced a seizure. The customer had contact with a healthcare professional and was administered a dextrose injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed on the returned sensor patch and no issues were observed. The sensors applicator was also returned with the sensor. A visual inspection was performed on the applicator and cap and no issues were observed. Applicator was fired correctly. Damage was observed to the sensor cap seal indicating the user has reapplied the applicator cap after removal, but before attempting to fire the applicator. Visual inspection was performed on the returned puck and no issues or abnormalities were observed. Data was downloaded successfully; brownout error was observed. A leak test was performed on the returned puck and the puck was confirmed to have a leak path near the sensor neck area. This leak path allows liquid ingress to the pcba(printed circuit board assembly). Liquid ingress is capable of causing a temporary loss of power that causes a brownout event. It was determined that the returned puck experienced a brownout due to liquid ingress, therefore, this issue is confirmed. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Additional information; d4 serial number and UDI number have been updated based on returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor error" message with the adc device and was unable to obtain readings. As a result, the customer experienced a seizure. The customer had contact with a healthcare professional and was administered a dextrose injection for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "sensor error" message with the adc device and was unable to obtain readings. As a result, the customer experienced a seizure. The customer had contact with a healthcare professional and was administered a dextrose injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.